Event description:
Customer states she was having insulin pump motor issues, and she received a no delivery alarm. Customer's blood glucose was 123 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms or motor noise anomalies noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with scratched display window. The motor was tested outside the device and passed. (B)(4).